Event description:
(B)(4). The dealer reported that the irc1710 aerosol compressor had low psi output pressure. There was no patient injury reported.

Manufacturer narrative:
Please note, MDR 9616091-2013-00570 was inadvertently submitted under the incorrect manufacturer registration number. The correct manufacturer registration number is (B)(4).